Event description:
The customer stated that they would like to find out more about the bed to bed and about alarms not being received; certain rooms do not appear on certain monitors. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer stated that they would like to find out more about the bed to bed and about alarms not being received; certain rooms do not appear on certain monitors. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.